Event description:
Tyrx antibacterial envelope placed with cardiovascular implantable electronic device (cied), patient diagnosed with a cied infection. Procedure was a battery change and was brief, infection risk considered low. (B)(4).

Manufacturer narrative:
Patient received a pacemaker in 1998. On (B)(6) 2004 patient received a pacemaker change for depleted battery. At that time, the patient was in atrial fibrillation with complete heart block and was pacemaker dependent. On (B)(6) 2005 patient received a coronary artery drug-eluting stent. On (B)(6) 2013, patient received pacemaker change for depleted battery, and a new lead. Patient was in complete heart block with no underlying escape rhythm. The pacemaker was implanted with an aigisrx envelope. Patient presented with pain and swelling in the generator pocket, and was admitted to the hospital. Blood and wound cultures were negative and patient was started on vancomycin. The pacemaker was removed and cefepime was added. On (B)(6) 2014, wound cultures grew enterobacter cloacae. On (B)(6) 2014, pacemaker explanted. Pocket infection is an inherent risk in this procedure. Additional information on the resolution of this event will be provided when it becomes available.